Event description:
It was reported that during testing, the customer's device was only delivering a monophasic defibrillation shock. The device also had its service indicator illuminated and was reportedly charging defibrillation energy at a slower rate then normal. There was no report of any patient use associated with the reported device issue.

Manufacturer narrative:
Physio-control further evaluated the removed biphasic pcb assembly and determined that the cause of the reported failure was due to two shorted transistors, designators q5 and q6.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported device issue. Physio replaced the biphasic pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.